Event description:
It was reported that the patient presented to the emergency department with weakness, dyspnea, and bradycardia. There was a high threshold noted on the right ventricular (rv) lead with loss of capture observed on the electrogram (egm). A dislodgement was confirmed and a revision was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).